Event description:
It was reported that the patient with this artificial urinary sphincter experienced incontinence. The physician did not believe the device caused or contributed to the incontinence. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and no problem detected were assigned to this investigation. B3: event date unknown--estimated.